Event description:
Procedure: laparoscopic incisional hernia repair with mesh with robotic assist. When trocar was removed from the pt, the distal portion of the trocar (about 1 inch) was noted to be missing. Methodical wound exam performed by the physician no tip was located.